Event description:
It was reported that during a complete resection of colon and rectum, with the intention of keeping a rectal stump of approximately 2 cm without polyps to be anastomosed to ileus reservoir in "j", the device fired unformed staples. Consequently, due to this incident, the creation of the mucosectomy of rectal stump and anal-reservoir, the anastomosis was done manually, which extended the procedure by an additional 3 hours. The additional steps in the procedure resulted in bleeding and the patient was transfused. In addition, the patient received a temporary ileostomy. The patient was placed on a monitored unit post op, but has been moved to a non-monitored floor and is recovering without any further complications. In approximately two months the ileostomy will be reversed.